Manufacturer narrative:
Date of event: (B)(6) 2020. Suspect medical device: 14f mac-loc pigtail catheter. Occupation: patient safety specialist. PMA/510(k) #: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required the placement of a "14f locking loop pigtail catheter" in the 8th intercostal space on the right posterior axillary for pleural drainage. The operator reported "the patients chest tube hub snapped off from the pigtail itself, revealing the wires and disconnecting the patient from suction." The chest tube was subsequently removed from the patient and an x-ray confirmed full removal. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: h6 - device code. D10 ¿ product received on: 16mar2020. Investigation ¿ evaluation. It was reported that the hub of the catheter within a 14fr locking loop pigtail catheter separated from the shaft. This incident was reported by mayo clinic rochester, in the united states. The device was removed, and another was placed to successfully complete the procedure. No adverse effects were reported. A review of the complaint history, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, and dimensional verification, were conducted during the investigation. The complainant returned one catheter to cook for investigation. Physical examination of the returned device showed: a 14fr ult catheter was returned in a used condition with the hub separated from the tubing. Biomatter was present throughout the device, however no damage to the catheter shaft or mac-loc hub was noted. The flare was inspected, and no damage was noted. All dimensions deemed relevant to the reported failure were measured, and the device was found to be within specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The customer did not provide an rpn or lot number for investigation. A lot search for all 12fr mac-loc drainage catheters sold to the reporting customer in the past three years could not specify an affected lot. Due to this, neither a device history review (DHR) nor a database search for complaints on the affected lot could be completed. At this time, there is no evidence that there are nonconforming products from the affected lot in house or in the field. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A CAPA was previously opened to investigate this issue; manufacturing-related root causes were identified, and corrective actions were implemented. Based on the information provided, inspection of returned device, and the results of the investigation, it is possible a manufacturing or quality control deficiency contributed to this incident as determined from the CAPA investigation. Corrective actions including implementation of a gap gauge and retraining were performed. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: b1, b2, h1, h6 - patient code: additional procedure required to remove device. Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 16mar2020 indicated the device was in place for 4.5 hours before the failure was noticed.